Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with result from the replacement meter.

Event description:
Consumer reported complaint for erratic blood glucose test results. Director of nursing calling on behalf of facility. Director of nursing stated the patient is on an insulin sliding scale and she is concerned. No further information was obtained.